Event description:
An iol was implanted in the pt and no complications were noted. Approx 2 months later eye pain and a decrease in visual acuity were experienced. Iris capture and secondary closed angle glaucoma were diagnosed and the pt hospitalized. An operation was performed to release the iris and the increase in iop was normalized. Six weeks later transformation of the pupil and a decrease in visual acuity were reported. An iol explant was performed and a pmma lens was implanted. The pt has experienced no further problems. Device expiration date: 12/31/00.